Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involves an infusion bag that leaked a chemotherapy drug 5fu. An empty 300 ml bag was used for the preparation of 5fu to be administered over 96 hours using a cadd solis pump. The next day, before the patient was discharged, the nurse noticed the bag was leaking and returned the bag to the pharmacy, where a clear cut was noted on the outer weld of the bag. The nurse informed the pharmacy that the 300 ml bag is too large for the pocket supplied with the cadd solis pump by the provider. It was reported that the bag lent to the patient was too small. The customer stated, ¿the nurse and the patient had to force and fold the bag.¿ the patient and the nurse were exposed to the chemotherapy. The actions taken was the preparation of another pocket. The chemotherapy drug was cleaned up as per protocol and a spill kit was used. There was patient involvement, but no delay in critical therapy, no medical intervention required, and no adverse event reported.

Manufacturer narrative:
H10: no product samples, images or videos were returned for evaluation. The bag has been folded to force the entry into a pocket of a pump of unknown specs. The bag had been prepared before installing in the pump with no apparent losses indicated by the report. A documentary analysis of the documents relating to the reported batches was conducted to identify the problems associated with the complaint received from the customer. From the analysis of the documents and data recorded during the production of the claimed batches, we confirm that the reported problem has not been highlighted and recorded in our in-process control modules. The batch has not been subject to other reports. The code indicated in this complaint have been subject of other reports, but never for this problem. The complaint cannot be confirmed from the information provided.